Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the injury was not determined due to insufficient clinical details.

Event description:
A 71 year old male underwent elective placement of an impella 5.5 (sn (B)(6) via direct right sided surgical aortic access on (B)(6) 2026 at 12:45 pm for hemodynamic support in the setting of scai shock stage c. During post implant clinical monitoring, the patient¿s platelet count declined to 50 (from 65 the previous day), and hemoglobin/hematocrit decreased to 7.9/23.8 (from 8.3/24.4 the previous day). The patient exhibited no clinical signs of active bleeding, hematoma, hematuria, or hemolysis. Urine remained clear yellow. No suction alarms, position alarms, or pump function abnormalities were observed. Multiple echocardiograms confirmed appropriate impella positioning. A hit panel was submitted and returned negative. Systemic heparin therapy had not yet been initiated. The treating physician, assessed the laboratory changes and did not believe they were related to impella device performance, noting that thrombocytopenia and mild anemia are not uncommon following CABG procedures. The device remained in use without complication until elective explant on (B)(6) 2026 at 3:38 pm. The patient survived the procedure and remained clinically stable at explant. No device involvement was identified, no product return was requested, and no data download was required.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.